Manufacturer narrative:
B3: event date: this event occurred on an unspecified date between (B)(6) 2024 to (B)(6) 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused. After the expected therapy time of 23 hours, approximately 40% of the solution remained. All the clamps were open, no kinks were noted, and the line flushed freely. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured between july 18, 2023 ¿ july 20, 2023. The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and residual fluid inside the bladder was observed which suggested that an underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.